Event description:
(B)(4). Started with stabbing pain in pelvic area. Constant feeling of being bloated and full, nausea, hip and pelvic pain. Later had multiple cases of pid and bacterial vaginitis. The stabbing pain and bloated feeling has never gone away and now I have no period and excruciating lower back a pelvic pain with it radiating down my left leg.